Event description:
It was reported the pt has not recharged the ipg since about a month ago. It turn, the ipg has become inoperable and the charger/programmer can no longer communicate with it. Troubleshooting and a replacement charging sys were unable to provide solution. As a result, surgical intervention is the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.